Event description:
The facility reported that the scissor stopped working after two cuts. There was no indication of impact to the pt.

Manufacturer narrative:
At the time of this report the device had not been returned for eval.